Event description:
It was reported that during an unknown procedure, the event is unknown. There were no patient consequences. Unknown how case was completed. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? On lung tissue. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Unknown. What color cartridge was being used? Unknown. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? If so, when? Unknown . Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Unknown. Is there any other additional information you would like to share about this device or procedure? I spoke with a physician and it was not a misfire. They were unable to open the stapler, but it was not stuck on tissue it was prior to being fired. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.